Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-00278 , 1627487-2021-00280 , 1627487-2021-00281. It was reported the patient experienced an infection at the lead site. In turn, the system was explanted on an unknown date. The infection has since resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.